Manufacturer narrative:
Device evaluation summary: visual inspection of the outer shipping box shows evidence of damage along with the tyvek lid on the custom pack. Reason for the return was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the outer packaging of the custom tubing pack was found to have a hole in the box prior to use. Other devices in the same box or shipping container were not damaged. The device was replaced to complete the case. There was no patient involved.